Event description:
It has been reported that fluid penetrated the cover and saturated the foam near the cradle. According to service rep, the head and foot box were not affected. No pt involvement or adverse consequences were reported.